Manufacturer narrative:
The device was being used to treat a tortuous, calcified lesion in the lad. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted when advancing the device but excessive force was not used. The patient was stable post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent. It was reported that the stent failed to cross the lesion and became deformed. No patient injury was reported.